Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was clogged tubes when checked during priming. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, and the occlusion complaint was confirmed. The occlusion was located to be at the tubing before the filter. The probable cause of the issue was due to excess solvent applied at the tubing junction during manufacturing.